Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device was broken. A 190 cm filterwire ez¿ was selected for use. During the preparation, outside the patient's body, it was noted that the device was broken when it was pulled into the delivery sheath. The procedure was completed with another of the same device. No patient complications were reported.